Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 30mm bioprosthetic mitral ring, implanted approximately six (6) years and eleven (11) months, was explanted due to calcification of the native valve. The explanted device was replaced with a 7000tfx 25mm. There were no reported complications.

Manufacturer narrative:
It has been confirmed with the health care provider that this device was discarded. It is no longer available for return and evaluation. Manufacturing date and expiration date fields have been updated with available information in the device history record (DHR). Without return of the device for evaluation or additional documentation from the health care provider, we are unable to confirm the clinical assessment as provided by the health care provider. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors . It is typically not related to product malfunction. In this case, explant of the annuloplasty ring was due to calcification of the native heart valve. The native heart valve leaflets were excised and replaced with a bioprosthetic mitral valve was due to calcification. The calcification most likely caused regurgitation and the explant, with the available information provided, was determined not related to product malfunction.

Manufacturer narrative:
(B)(4): DHR review. Additional manufacturer narrative - the device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Based on the information provided the native valve calcified and led to the explant of the ring and replacement of the valve with a bioprosthetic valve. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.